Event description:
There were two resolute integrity drug eluting stents implanted in the rca during the index procedure; the second resolute integrity stent was implanted to treat an edge dissection that occurred during the implantation of the first resolute integrity stent. Investigator indicated that the event was possibly related to the study stent.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (dissection). Evaluation conclusions: inherent risk of procedure - (dissection). (B)(4).